Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 290 mg/dl. A system check was performed and no issues were identified. Customer performed a supply change and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.